Event description:
Reportable based on analysis completed on (B)(6)-2010. It was reported that during a stenting treatment procedure, crossing difficulties occurred. The target lesion was located in the severely tortuous and calcified mid left circumflex (lcx). After the lesion was predilated with a 2.0x20mm maverick balloon, a 28x2.5mm taxus liberte was advanced but could not cross the lesion. The procedure was completed with a promus element sds. No patient complications were reported and the patient's status is stable. However, device analysis revealed stent damage.

Manufacturer narrative:
(B)(4): a visual and microscopic examination of the complaint device revealed stent damage. There were two rows of struts in the middle of the stent that were misaligned. The balloon and tip sections of the device were also examined and no damage was noted that could have contributed to the event. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified no kinks along the length of the hypotube shaft. A 0.015 inch product mandrel was inserted through the lumen without resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)